Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced difficult operation/not functioning. The following information was provided by the initial reporter: customer felt something was wrong when pressing the button on the pen. S/he couldn't press the button properly.

Manufacturer narrative:
Investigation: one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320136. A clog test was carried out on the returned sample and no issues were observed. A DHR could not be performed because of the unknown lot#. No issues were observed with the returned sample or photos therefore no root cause can be identified.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp experienced difficult operation/not functioning. The following information was provided by the initial reporter: customer felt something was wrong when pressing the button on the pen. S/he couldn't press the button properly.